Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device handling problem, device implanted after expiration date.

Event description:
Company representative reported "rupture". Healthcare professional reported rupture for contralateral side, no rupture for right side. Device found to be implanted after expiration date. This record is for the right side. Device was explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 should have been listed as 06feb2025.

Event description:
Company representative reported "rupture". Healthcare professional reported rupture for contralateral side, no rupture for right side. Device found to be implanted after expiration date. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ use error: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Company representative reported "rupture". Healthcare professional reported rupture for contralateral side, no rupture for right side. Device found to be implanted after expiration date. This record is for the right side. Device was explanted.